Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which it was noted that there was a crack in the pump connecting tube. All components were removed and replaced with a new malleable device at the patient's request. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, and leak tested. No leaks were identified; however, upon microscopic evaluation it was noted that the tubing was cut down to the pump block and that there was bodily fluid contamination withing the component; therefore, it could not be functionally tested. The reservoir was microscopically inspected and, and leak tested. Wear at fold in its shell was noted but no leaks were identified. Both cylinders were microscopically inspected and tested for leaks. The first cylinders exhibited wear at a fold in the middle, proximal and distal end of its body, along with a hole in its proximal end, consistent with sharp instrument damage; therefore, the cylinder did not pass leakage evaluation. No leaks were noted in the second cylinder; however, the component presented wear at fold in the middle, proximal and distal end of its body. Based on the information available and analysis results, the reported clinical observation of mechanical issue and a crack in the connecting tube could not be confirmed. Another cylinder was received for analysis. The cylinder had wear at a fold in the middle and distal end. It had a hole in the outer tube and broken fabric threads from wear in the proximal end of the cylinder. The cylinder had a bulge in the proximal end when inflated.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which it was noted that there was a crack in the pump connecting tube. All components were removed and replaced with a new malleable device at the patient's request. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which it was noted that there was a crack in the pump connecting tube. All components were removed and replaced with a new malleable device at the patient's request. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, and leak tested. No leaks were identified; however, upon microscopic evaluation it was noted that the tubing was cut down to the pump block and that there was bodily fluid contamination withing the component; therefore, it could not be functionally tested. The reservoir was microscopically inspected and, and leak tested. Wear at fold in its shell was noted but no leaks were identified. Both cylinders were microscopically inspected and tested for leaks. The first cylinders exhibited wear at a fold in the middle, proximal and distal end of its body, along with a hole in its proximal end, consistent with sharp instrument damage; therefore, the cylinder did not pass leakage evaluation. No leaks were noted in the second cylinder; however, the component presented wear at fold in the middle, proximal and distal end of its body. Based on the information available and analysis results, the reported clinical observation of mechanical issue and a crack in the connecting tube could not be confirmed.